Manufacturer narrative:
Date of event is estimated

Event description:
It was reported that the patient experienced an infection at the lead site. The patient experienced fever, sweating, and swelling at the lead site. The patient was sent to the hospital for IV antibiotics and was sent home with a PICC line to address the issue.

Manufacturer narrative:
An infection at the lead site(s) was reported to abbott. The patient experienced fever, sweating, and swelling at the lead site. The patient was sent to the hospital for IV antibiotics and was sent home with a PICC line to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.